Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review was performed. A visual inspection was performed. A short simulated therapy was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue remains undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 04:05:05. During night drain cycle four, the patient's ultrafiltration reading was 1460ml, indicating the home patient drained 1460ml more than their maximum programmed fill volume of 2000ml. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.